Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "incorrect placement from the beginning/misplaced coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gastroenteritis viral ("stomach virus"), vomiting ("vomiting") and diarrhoea ("diarrhea") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, gastroenteritis viral, vomiting, diarrhoea and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered diarrhoea, gastroenteritis viral, medical device removal, pregnancy with contraceptive device and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gastroenteritis viral, vomiting, diarrhea, device deployment issue, device ineffective. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Abortion induced event was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "incorrect placement from the beginning/misplaced coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abortion induced ("pregnancy with contraceptive device"), experienced gastroenteritis viral ("stomach virus"), vomiting ("vomiting") and diarrhoea ("diarrhea") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, gastroenteritis viral, vomiting, diarrhoea, abortion induced and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, diarrhoea, gastroenteritis viral, medical device removal, pregnancy with contraceptive device and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gastroenteritis viral, vomiting, diarrhea, device deployment issue, abortion induced, device ineffective. Amendment: the report was amended for the following reason: event pregnancy with essure added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "incorrect placement from the beginning/misplaced coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abortion induced ("pregnancy with contraceptive device") and experienced gastroenteritis viral ("stomach virus"), vomiting ("vomiting") and diarrhoea ("diarrhea"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, gastroenteritis viral, vomiting, diarrhoea and abortion induced outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, diarrhoea, gastroenteritis viral, medical device removal and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gastroenteritis viral, vomiting, diarrhea, device deployment issue, abortion induced, device ineffective. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.